Event description:
Hospital reported during a CT study, an extravasation occurred into the hand of an elderly patient. Patient required medical intervention (hospital did not indicate what type of intervention was performed). Hospital stated according to patient's chart, the patient is doing fine.

Manufacturer narrative:
Medrad service rep checked injector with no problems found with the unit. Medrad applications rep performed additional applications training.